Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 00 - software - 0x277d issue was verified, but the ui: settings-time issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump time was incorrect, cause was unknown. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, the customer corrected the time and resumed insulin therapy.